Manufacturer narrative:
Additional information received stated that the patient had a successful pocket revision. The physician placed the battery deeper in the patient's pocket site. The patient is reportedly doing well. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient will undergo a pocket revision due to pocket pain.

Event description:
A report was received that a patient will undergo a pocket revision due to pocket pain.